Manufacturer narrative:
(B)(4)

Event description:
It was reported that the red level sensor was not working. No other details regarding the nature of this event were provided.

Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. Per field service representative (fsr), all of the level modules on the 8 bases tested fine. The problem was caused by the way they drape the sensors across the lower mounted roller pump between cases and they get damaged. During laboratory analysis, the product surveillance technician (pst) could not duplicate the complaint. No physical damage and no concavity to the sensor face was observed. The device under test (dut) sensor passed all functional tests. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The reported complaint did not cause any delay any harm to the patient, no blood loss and the surgery was completed successfully. Per clinical review on 18-oct-2017: the manufacturer's clinical team corresponded with the user facility perfusionist (ccp) at regarding the incidents they had with the level sensor cables. On (B)(6) 2017 during set up their level sensor cables were not working correctly. They changed out the pads a few times and then tried new cables, but they were able to get the appropriate response of being able to test the level in their reservoir. This mitigation was done prior to the patient coming in the operating room for the scheduled procedure, therefore there was no delay, no harm nor any blood loss associated with the sensor cables being replaced. This customer uses a roller head as their arterial pump on the heart lung machine (hlm). The level alert and level alarm safety system is linked to the arterial roller head on their hlm.

Manufacturer narrative:
Per the user facility clinical engineering supervisor, there does not appear to be any visible damage to the sensor or cable.

Event description:
The reported complaint occurred during set up. As a result, an alternate device was employed.